Manufacturer narrative:
According to the customer on (B)(6) 2026, one of the raytecs from the general laparoscopy pack had a radiopaque string that came off. The surgeon placed the raytec through the trocar and upon removal the strings were loose and came off in pieces. Following the event, the surgeon was notified and an x ray was taken in the operating room to confirm nothing was left in the patient. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer on (B)(6) 2026, one of the raytecs from the general laparoscopy pack had a radiopaque string that came off. The surgeon placed the raytec through the trocar and upon removal the strings were loose and came off in pieces. Following the event, the surgeon was notified and an x ray was taken in the operating room to confirm nothing was left in the patient. No additional information is available at this time.